Event description:
The lay user/reporter contacted lifescan alleging that the product was having the following unresolved button issue: no response with the ok button. The patient's meter is being replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.